Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, the 5mm forceps that passed through the device could not be removed. Another device was used, however, the same issue occurred. Another device was used to complete the case. There was no patient injury.